Event description:
A customer reported experiencing a touchscreen lag on their t:slim x2 insulin pump, which was causing delays in insulin therapy. There was no mention of any adverse impact on the customer's blood glucose level. The customer declined a follow-up with cts and is currently in the process of obtaining a renewal pump.